Event description:
Cardiac pacemaker lead type with helix got stuck to the wall of the lower part of the svc(superior vena cava). A right ventricular lead was advanced but unfortunately it got stuck to a structure in the way which is most likely the lower part of the wall of the svc. Attempt to extract the lead was unsuccessful even with the help of other ir mds(interventional radiology medical doctors). The patient was transferred to a higher level of care for lead extraction. Upon extraction, there was a suspicion of device extraction malfunction. Device was returned to manufacturer for investigation. A 55-year-old female who presents to the hospital with symptoms of lightheadedness, dizziness, shortness of breath. EKG (electrocardiogram) shows evidence of 2:1 av (atrioventricular) block. Patient meets class I indication for implantation of a dual-chamber pacemaker.